Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a clogged vacuum valve in the ise drain tube. The vacuum valve in the ise drain tube was replaced to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining a false high na (sodium) result for one (1) patient, involving the unicel dxc 800 pro synchron system. The customer repeated the sample on an alternate dxc and obtained a lower na result considered correct. The false high na result was not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges prior to the generation/reporting of the false high na result.